Manufacturer narrative:
Device has been requested for eval; however, it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in (B)(6) stating that cutting performance was suboptimal at high ratios of cpm the cutter stops cutting while aspiration is maintained. No pt impact or injury.